Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported an increase in symptoms over the weekend along with getting an out of regulation (oor) reading on the patient programmer (pp). The consumer was seen in the office on monday where impedances were shown to be high on therapy contact. The consumer denied any falls. The physician programmed the device around the effected contacts which resolved the issue, but the consumer was going to see their surgeon on (B)(6) to discuss, but it was unknown if any surgical intervention was going to take place.